Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/11/2017 with the following findings: the battery compartment was cracked on the side at the threads, and above the bumper pad. The battery compartment threads were stripped. The display screen had a pink contrast.

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked, the threads were stripped, and the display had a pink contrast. This report is made based on results of investigation completed on 03/11/2017.